Manufacturer narrative:
B3: estimated date. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient additionally experienced urinary urgency, frequency, urinary tract infection, pelvic discomfort with a pulling sensation, bilateral low back pain without sciatica. Leg swelling, pelvic pain, lower back pain w/ pain down bilateral legs, dull sensation in vaginal wall. Dyspareunia, cramping, vaginal odor and discharge, stress urinary incontinence, burning/intense muscle spasms/contractions, unable to walk. Mostly on bed rest, dysuria, constipation, diarrhea, and removal of mesh from obturator and adductor muscle.

Manufacturer narrative:
B3: estimated date. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient underwent vaginal surgery on or about (B)(6), 2022, at which time the boston scientific obtryx transobturator mid-urethral sling system and coloplast restorelle y mesh were implanted. As a result of the mesh that was inserted, the patient suffered numerous injuries, including, but not limited to pain while standing, walking, sitting, lying down, groin pain, pelvic pain, lower back pain, mental pain, scarring, mesh erosion to surrounding tissue, dyspareunia and disfigurement. On (B)(6), 2025, patient underwent mesh removal surgery.